Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited shocking lead impedance measurements of less than 20 ohms during defibrillation threshold (dft) testing. The shocks delivered did not convert the patient. The device was reprogrammed to reverse polarity and a shock was delivered that did convert the patient. However, the impedance measurement was still less than 20 ohms. A guidant technical services consultant discussed a potential lead issue that could have affected the device and recommended replacing both products.